Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
For the failure mode: case rear- damaged/cracked, imdrf code a0404, no further complaint investigation is necessary as CAPA ca-2013-0314 and CAPA 1604765 was opened to address this issue.